Manufacturer narrative:
This reportable event was identified during a retrospective review conducted on complaint records dated between (B)(6) 2017 and (B)(6) . The actual device was discarded and therefore not available for evaluation. No photographs of the actual device were provided for evaluation. No other similar product was available for evaluation. A review of device history records was not possible, as the lot number was not provided. Bag break is a known and reasonably foreseeable hazard of this product. A search of FDA's maude database was performed on (B)(6) 2020 for the time period between (B)(6) 2019 to (B)(6) 2020 for four competitor products. A total of 168 reports were filtered to focus on device problems for material rupture, material fragmentation, and where 'bag break' was included in the text describing the event. A total of 79 reports were submitted during this one-year time period for competitor devices related to bag breaks inside the patient.

Event description:
Report of 2 bags broken during surgery, releasing their contents into the abdomen. Unfortunately, the bags were not kept for examination. This MDR is for the 2nd bag where lot number is unknown.